Event description:
It was reported by the patient that two days post implant, the patient's implantable cardioverter defibrillator (ICD) provided shocks and required heart surgery which ended with a "cut artery." Follow up was conducted and it was determined that the shocks received were appropriate for ventricular tachycardia (vt). It was also noted that post implant the patient had a vt ablation. There was a perforation that occurred during ablation. There were no system or device malfunctions. The device and leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.